Event description:
Pt fractured her right olecranon on (B)(6) 2010 in a fall and was implanted with the 3.5mm lcp olecranon plate on (B)(6) 2010. Pt reported to the surgeon that the hardware was painful and she wanted it removed. Pt was returned to the operating room on (B)(6) 2011 for removal of intact hardware. Pt had healed and no revision was needed.

Manufacturer narrative:
Review of the mfg records found no complaint-related issues.